Manufacturer narrative:
Product complaint # (B)(4). The device and logs both were returned for analysis. Imc logs showed a communication issue with the power battery manager during the initial bootup. Due to the communication issue, the aic rebooted automatically (as designed) to attempt another power on. After rebooting, it displayed the "system self check failed" screen and was then forcefully shut down by the user. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Device history lot: n/a. Device history batch: subcomponent name: pbm. Material number: 0042-1025/0042-1125. Lot number: n/a. Serial number: (B)(6).

Event description:
An unknown impella device was inserted in an unknown anatomical location in a patient of unknown age and sex for an unknown indication and unknown medical history. The automated impella controller (aic) display indicated an aic failure and system review failure. Due to the reported controller failure, the aic was exchanged. No signs, symptoms or patient involvement were reported in association with the controller exchange. A comprehensive review of the available information did not identify evidence of patient harm related to reported event.

Manufacturer narrative:
Corrected information has been provided in b1 (is adverse event), b2 (is required intervention) and h1 (type of reportable event). Additional information has been added in b5 for clinical narrative. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Manufacturer narrative:
Patient information was not provided. Therefore, section a was left blank. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that the impella automated impella controller displayed a system review failure. The controller was exchanged for a working controller. No patient harm was reported.